Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm threshold suspend. Customer's blood glucose at time of incident was 313 mg/dl and the sensor was reading 61. Customer does not exhibit symptoms of low blood glucose. Customer sensor value was 61 and suspend threshold limit is 65. Customer was explained the differences between sensor glucose versus blood glucose. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 313 mg/dl. Customer declined to troubleshoot for high blood glucose.